Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardiac monitor that exhibited post-sensed t-wave oversensing. No intervention was performed. Patient status was not reported.